Manufacturer narrative:
D4: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was shivering, feeling un-easy, dazed, nervous and experienced loss of consciousness. An ambulance was called and the patient was taken to the hospital. There the patient was treated with blood pressure medication and usual insulin (daily medication). At an unspecified time of the event the cgm was reading 300 mg/dl and the blood glucose reading was 120 mg/dl. Additional values were provided; cgm generally showed a difference of over 100 mg/dl both too high and too low. 420 mg/dl cgm and 220 mg/dl bgm. Values taken after hospital visit were 170 mg/dl cgm and 270 mg/dl bgm. The patient was hospitalized for 5 days. At the time of the report the patient was stable but still at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The additional reported glucose values fall within the b zone of the parkes error grid. The reported glucose values reported after treatment fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Health effect - impact code - 2191 - chills.